Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery would not power up when the pump was plugged into a power source. There was no reported adverse impact to the customer related to the reported issue. The customer declined to provide additional information regarding the issue and declined follow up contact from tandem technical support.